Manufacturer narrative:
B5 updated to update list number from 9n78-90 to 9n78-91, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs involving sample identification (sids) listed in the ticket, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication of abnormal amplification curve displaying in the fam channel. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 is performing outside of established design performance specifications according to the amplification curves. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 (and its components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 520596. Complaint history review a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596. The complaint history review identified 2 additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596. Both tickets have been elevated for investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 was not identified.

Event description:
This incident is being reported to FDA because the incident occurred in france using the alinity m sars-cov-2 assay, list number 9n78-91, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported 3 total false positive results on their alinity m sars cov-2 assay. The first sample (sample ID [sid] (B)(6)) was retested on kit cepheid genexpert on the same day on (B)(6) 2021. The customer stated the first sample was reported outside of the lab, but there was no impact on patient management. The customer reported 2 additional false positive results (sids (B)(6)). The molecular application specialist (mas) downloaded log file via abbottlink and analyzed them. The log file analysis revealed that amp kit cross contamination was unlikely. The customer confirmed the 2 additional samples were not reported outside the laboratory. Therefore, there was no report of impact to patient management caused due to this observation. This incident is being reported to FDA because the incident occurred in france using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.